Manufacturer narrative:
The reported complaint of "the icy catheter (lot # 96056) leak" was confirmed during the functional testing. A bonding leak was noticed at the proximal end of the medial balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the catheter balloons. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial balloon. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for an icy catheter with lot number 96056.

Event description:
The customer reported an icy catheter and a start-up kit (suk) leak during the patient therapy for hypothermia. The patient was inserted with an icy catheter through the right femoral vein and the insertion was smooth. The dwell time of the catheter is unknown. No additional information was provided. No consequences or impact to patient.